Manufacturer narrative:
A ge service rep performed an on-site investigation and found the generator was not saving images. The interconnect cable was not fully seated. After the cable was re-adjusted, the system was found to be operating as intended.

Event description:
The customer reported the 9600 system would not save images. No pt injury was reported.